Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
The user reported that after cardiopulmonary bypass was initiated, the pt was cooled to less than 20 degrees celsius. Circulatory arrest was induced and retrograde cerebral perfusion was maintained via the superior vena cava. During retrograde cerebral perfusion, a "service gas system" error message appeared and a malfunction in the fi02 and sweep control occurred. The perfusionist lost function of the electronic pt gas system control sliders on the central control monitor and subsequently lost gas flow. After a brief period of troubleshooting, the perfusionist elected to use the manual gas system controls at the base of the system-1. Gas flow was immediately restored and gas was delivered without incident for the remainder of the procedure. During retrograde cerebral perfusion gas flow was stopped for less than 1 minute, and there was no harm to the pt as a result of this event.